Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the patient interface was leaked air in unknown eye during lasik surgery. There was no patient harm reported

Event description:
Based on information received the patient interface with tubing issue caused air leaked in unknown eye during lasik surgery.

Manufacturer narrative:
Correction information provided b.5., h.10 and h.11. Based on information received the patient interface with tubing issue caused air leaked in unknown eye during lasik surgery. The manufacturer internal reference number is: (B)(4).